Event description:
Event became reportable based on product analysis approved on 02/25/2008. It was reported that during a percutaneous transluminal coronary angioplasty drug eluting stenting treatment procedure, the balloon inflation failed. The de novo concentric 30mm lesion was located in the moderately tortuous right coronary artery (rca). The vessel diameter was 2.25mm. The lesion was 80% stenosed and not calcified. The vascular access site was femoral. It was reported that the lesion was predilated with a maverick 1.5 x 20mm balloon. The physician implanted a taxus liberte (mr) ous 2.25 x 32mm in the artery. The balloon did not inflate at 18atms. The procedure was completed successfully with an unspecified device. No patient injuries or complications were reported. The patient's condition is reported as "stable."

Manufacturer narrative:
Device analysis: visual examination of the returned device found a balloon pinhole leak over the proximal marker band and several kinks along the hypotube. A recommended sized guidewire (0.014inch) was inserted through the lumen with no restrictions noted. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. A review of the manufacturing documentation for this batch number found that the device meet its material, assembly, and product specification. The most probably root cause of the reported complaint can be attributed to operational context, due to anatomical / procedural factors encountered during the procedure which limited the performance of the device.